Event description:
The customer reported two lactosorb screws broke during surgery and the tips remained in the patient's bone. This is a resorbable product, therefore no permanent damage is anticipated.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state "the devices can break or be damaged due to excessive activity or trauma. This could lead to failure of the plates and/or screws which could require additional surgery and device removal." The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.